Event description:
It was reported that the patient was admitted to the intensive care unit. Upon interrogation, the pulse generator exhibited inappropriate rate decrease. A heart rate in the 30s was noted on the surface electrocardiogram. The chest x-ray was normal. No intervention was reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.